Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, they experienced low po2 values with the oxygenator. This incident involved a (B)(6)-old male having an emergent aortic arch repair requiring deep hypothermic circulatory arrest. Prior to cpb, the patient had oxygenation issues with a pao2 of 47mmhg. On the initiation of cpb and during the cooling process, the pao2 improved and was maintained greater than 125 mmhg. During rewarming, again the pao2 was greater than 150 mmhg. After cpb had been terminated, heparin was reversed with protamine and platelets and ffp were given to improve hemostasis (clotting). While off cpb, anesthesia was having difficulty in adequately ventilating the patient and a blood gass was taken and the pao2 was 39 mmhg. Cpb had to re-instituted (after re-dosing with heparin). On cpb, the svo2 was very low at 39% but did improve while on cpb to 51%. The pao2 also improved to 84 mmhg. The patient again was terminated from cpb and again the anesthesiologist was having issues with providing adequate ventilation as was observed pre-cpb. Because of the continued ventilation issues, a 2nd oxygenator into the cpb circuit just in case cpb again was needed. Cpb was not re-instituted, so this additional unit was never used. On inspection of the cpb circuit after the 2nd run, clots were seen in the cvr, but not visible in the oxygenator. The patient was discharged to ICU on a ventilator, per routine practice. Five days later, the patient is still alive and on the ventilator.